Event description:
The manufacturers rep reported the pt was experiencing a return of symptoms. The hcp did a catheter access port study and was unable to aspirate. At the last few refills, the hcp noted large volume discrepancies.